Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implant wound of the implantable cardiac monitor did not close and the device was sticking out of the patient's skin. On (B)(6) 2019, the device was removed successfully. The patient condition was stable.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.